Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 173 mg/dl. Customer stated that he was programming a normal bolus for his blood glucose level when the error occurred. When he needed to put 0.3, the numbers kept scrolling up. Customer reported that it appears that all the buttons are stuck. Customer tried programming a couple of times and removed the battery. Customer received a failed battery test and then put in a new battery. Customer then received a button error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers ramping during testing. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no failed battery test alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.